Manufacturer narrative:
Evaluation summary: a review of the technical service onsite showed no abnormalities that could have contributed to this event. The system history showed that the laser was successfully verified prior to, and after the date of treatment. No technical root cause was identified as the system was operating within specifications. A review of the log-file could not be done because the exact day of the event was not provided. Root cause: rainbow glare effect is a general side effect that is mentioned in the laser system's manual. Usually the effect disappears as the cornea start to close the gaps created by the photo disruption. Rainbow glare is referred to a mild and occasionally reported side effect described after lasik using a femtosecond laser system. The cause of the rainbow glare is referred as the diffraction of light from the scanning pattern created on the back surface and in the stromal bed of the lasik flap after femtosecond laser flap creation. The onset of symptoms typically occurs during the immediate postoperative period, and resolves within several months. (B)(4).

Manufacturer narrative:
Evaluation summary: no sample is expected for evaluation. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on the manufacturer's acceptance criteria. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmologist reported that following lasik surgery, a patient presented with rainbow glare. It is unknown whether one or both eyes were affected. A flap lift with photo therapeutic keratectomy (ptk) was recently performed in one eye. The symptoms were still present following the intervention. Additional information has been requested.